Event description:
It was reported that during the implant procedure, high thresholds were observed with stimulation at the distal portion of the lead. The lead was not used and a different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analysis results found no anomalies. All conductors had blood/ body fluid. The distal conductor had blood / body fluid. The full lead was returned and analyzed.